Manufacturer narrative:
Surgeon declined to provide patient demographic information. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A system checkout was performed and the system navigated accurately with all instruments. No subsequent related issue reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 2-3mm inaccuracy when using all the suctions. All instruments, other than the suctions, navigated accurately. The surgeon completed the procedure with the use of the navigation system and the suctions. There was no impact on patient outcome.